Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
A medsun mandatory medwatch report was received that stated ¿the rn connected a chemotherapy line to a patient, and line was flushed manually. Rn tightened all the connections and the line was double checked prior to starting chemotherapy. Immediately upon starting the chemotherapy, the patient reported feeling moisture. There was a leak on the IV microclave clear with chemolock connector.¿ the event occurred on an unspecified day in (B)(6) 2020 and happened in the patient¿s room of the hospital. There was patient involvement, however, no report of adverse event.

Manufacturer narrative:
The device history review for lot number 4172961 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.